Manufacturer narrative:
Exact date unknown, event occurred over one year from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient was also having difficulty charging and keeping the ipg charged. No device malfunction was suspected. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg will not be returned.